Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the burr could not be inserted inside the attachment. The likely cause of the failure is due to the damage and breakage of the tip bearing. It was also noted that there were scratches and dents, the markings and the color codes were deteriorated and did not match with the model. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr could not be inserted inside the attachment during the procedure. At the time of report, the patient or staff impact was unknown. Additional information was received from further follow up that there was no patient or staff impact.